Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that on an unspecified date in may 2018, she obtained a result of 'lo' (reading less than 40 mg/dl) on the sensor scan. Customer reported experiencing dizziness and tiredness, self-treating with food, and then losing consciousness and seizing. Customer reported having contact with a healthcare professional who diagnosed the customer with diabetic ketoacidosis and was given unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Answered yes as the customer indicated that this event was reported to someone other than adc. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that on an unspecified date in (B)(6) 2018, she obtained a result of 'lo' (reading less than 40 mg/dl) on the sensor scan. Customer reported experiencing dizziness and tiredness, self-treating with food, and then losing consciousness and seizing. Customer reported having contact with a healthcare professional who diagnosed the customer with diabetic ketoacidosis and was given unspecified treatment. There was no report of death or permanent injury associated with this event.